Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 87 31sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a company representative via a patient. The pump was delivering gablofen (2000mcg/ml at 703.1 mcg/day) the drug lot number cannot be obtained. The indication for use was noted as intractable spasticity and multiple sclerosis. The company representative reported that they had been made aware that the patient possibly needed a dye study but when the logs were read on (B)(6) 2015 it was discovered that the pump reservoir was empty on (B)(6) 2015. A dye study was not done as it was decided that a refill was needed. The patient had been experiencing withdrawal symptoms. Therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.

Event description:
2015-09-30 additional information was received from a company representative. The patient was not refilled because the patient did not like the refill interval and didn't want to come in yet. No further information was provided.